Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he went to the emergency room for low blood glucose levels. Customer had experienced a low blood glucose level during the night and he didn't wake up the following morning. Emergency medical services were called out to the customer's house. Customer stated the low occurred due to customer no eating enough food the night prior to going to bed. Customer was sent home once blood glucose was up to 200 mg/dl. The doctor didn't know anything in regards to the insulin pump. Troubleshooting wasn't performed and the device is not being returned for analysis.